Event description:
Additional information from customer: can you confirm the date of the incident? A: (B)(6) 2025 can you confirm the quantity affected? A: no.

Manufacturer narrative:
One video and three photos were received by our quality team for evaluation. An oily substance can be observed on the barrel and stopper; therefore, the reported incident could be verified. However, since no physical samples are available, it is not possible to determine the origin of the substance. A device history record review found no non-conformances associated with this issue during production of this batch. Though the substance could not be determined for this complaint, another complaint for the same issue was reported for the same batch number. Physical samples were received for that complaint and the samples were sent to the physicochemical analysis area, where an infrared (ir) analysis was performed. The results showed a correlation with silicone, a medical-grade lubricant used during the product¿s manufacturing process. Its purpose is to allow the smooth movement of the plunger and stopper within the barrel. It is important to highlight that silicone does not pose a risk to user safety nor does it affect the functionality of the syringe. Therefore, the reported defect described as foreign matter was actually determined to be silicone. This incident has been added to our database of reported incidents.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll 21ga 1-1/4in mx bun had foreign matter. The following information was provided by the initial reporter: it was reported that: I hereby send the information I received from a business partner, a user reports that the plastipak syringes contain drops of some substance inside.